Event description:
The tube was placed in the renal pelvis at a different facility sometime in (B)(6) 2011. When the physician was attempting to exchange the device, he was unable to remove the device from the patient. The hub was cut off, a wire was inserted into the tube, but device would not come out. A buddy wire was then used, but that did not work. The physician then tried inserting a 9fr sheath; however, this too was not successful. Manufacturer was initially provided information that the patient was sent to the operating room to have the device removed; however, additional information received on (B)(6) 2012, state the patient was not taken to operating room for removal. Current status - patient is fine. Additional information: on (B)(6) 2012 at 12:37 pm - the rep was given more detailed/correct info. The patient did not have to go to the operating room to have the catheter removed, the drain was left in the patient. Catheter is still working properly. On (B)(6) 2012 at 4:09 pm - the rep went to the hospital and received more information. The patient never went to surgery. Two days later a urologist took it out. The patient received no harm from this incident.

Manufacturer narrative:
Expiration date: unknown as lot is unknown. (B)(4). The product was not returned to assist in the investigation. An instructions for use is provided with this device that gives instructions on proper placement and removal of the catheter. Per qc specifications, it is ensured that the curve is able to be opened and closed and that mac-loc is functional. Based on the information provided, it is feasible to suggest that the distal loop was not fully formed during catheter insertion. If the loop is not fully formed, it will leave a portion of the suture exposed in the tissue and may allow encrustation to develop on the exposed suture. This encrustation may make it difficult to remove the catheter. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.